Event description:
My water pik sonic-fusion tooth brush had electrical problems and almost caught on fire. At 3 am this morning, over 12 hours since my last use, I woke up to loud bangs from the bathroom. I went in, and saw all the unit sparking violently. I unplugged it and it stopped. Thankfully it happened when I was home or it could have burned my house down.